Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "temperature, pain and asymmetry in left breast".

Event description:
A patient reported that she experienced ¿temperature, pain and asymmetry in left breast¿ with an unk mammary implant. Ultrasound showed a ¿big amount of liquid around the implant¿. Explanting surgery is scheduled.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported ¿capsular contracture, baker grade 4, effusion 20 ml, inflammation, swelling¿ the device has been explanted.